Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4) , compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The drainage catheter was placed for drainage of fluid collections nephrostomy, abscess, seroma. The catheter separated from the hub.